Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineoplasty, anterior and posterior colporrhaphy with mesh; due to cystocele, stress urinary incontinence and weakened perianal tissue. The patient experienced infection, pain, erosion and discharge. It was reported that the patient underwent partial mesh removal on (B)(6) 2010 for mesh doubled up beneath the skin, major infection and pain. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.